Event description:
Alaris 4 channel infusion pump being used for morphine and insulin infusions. Both channels alarmed "occlusion". When pump doors were opened, both tubings noted to be bulging at pump section. Insulin tubing broke apart when taken out of pump and sprayed nurse in eye. Morphine tubing saved. Packaging was not saved. It was not felt that there was a problem with the pump.